Event description:
As reported via a literature article (kono, k, et al. September 23, 2014. ¿hemodynamic effects of stent struts versus straightening of vessels in stent-assisted coil embolization for sidewall cerebral aneurysm¿, plos one. 2014 sep 23; 9(9):e108033.), one patient was excluded from a retrospective study to assess and compare the hemodynamic effect of stent struts and straightening of vessels due to post-operative in-stent stenosis of an unspecified enterprise stent and one patient was excluded due to post-operative in-stent occlusion of an unspecified enterprise stent. No additional information regarding the patients, procedures, or events was provided in the article.

Manufacturer narrative:
The device remains implanted and will not be returned for analysis. No lot number was provided; therefore, no gtin number was available.

Manufacturer narrative:
As reported via a literature article (kono, k, et al. September 23, 2014. ¿hemodynamic effects of stent struts versus straightening of vessels in stent-assisted coil embolization for sidewall cerebral aneurysm¿, plos one. 2014 sep 23; 9(9):e108033.), one patient was excluded from a retrospective study to assess and compare the hemodynamic effect of stent struts and straightening of vessels due to post-operative in-stent stenosis of an unspecified enterprise stent and one patient was excluded due to post-operative in-stent occlusion of an unspecified enterprise stent. No additional information regarding the patients, procedures, or events was provided in the article. The device was not returned for analysis, and the lot number was no available to conduct lot history review. Stenosis of the stented segment is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use. Underlying patient and procedural factors may play a role; however, based on the available information, no conclusion can be made regarding possible contributing factors. There is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken.